Event description:
It was reported that the universal modular pneumatic double trigger handpiece could not be stopped while it was connected and running. There was no pt harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.